Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the device could not staple on pt's side of staple line, at the 4th firing and bleeding occurred. Additional suturing was performed to complete the case. There were no adverse consequences to the pt.